Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2016 with the following findings: during testing, all the keypad buttons were intermittently unresponsive. Evidence of contamination was found under all the key contacts. In addition to these issues, the keypad button symbols were worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue with evidence of contamination under key contacts. This report is made based on results of investigation completed on 06/02/2016.